Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging that the device suddenly stopped working without alarming. The patient's caregiver administered manual respirations with an ambu bag in while awaiting a replacement. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging that the device suddenly stopped working without alarming. The patient's caregiver administered manual respirations with an ambu bag in while awaiting a replacement. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.